Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. The pt had an elevated blood pressure (instructions for use individualization of treatment) and a puncture site below the bifurcation (instructions for use warning). Following the deployment, the pt experienced diminished pulses and pain. An arterial occlusion was confirmed and treatment consisted of surgical intervention. The event was resolved with no further complications being reported.